Event description:
It was reported that the customer was exited out of the load process and was requested to change cartridge again after the pump was left aside for ten minutes. The cartridge has been filled with 300 units and so the customer did not want to change it out. As a result, the customer's blood glucose level was impacted. Tandem technical support assisted customer with completing the load process with the same cartridge. Customer was then able to resume insulin.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.